Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1: submitted: (B)(6) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013, with the following findings: review of the black box showed loss of prime warnings and several no cartridge detected warnings on the date of the reported event. On testing, an ez-prime operation was performed and during the load step the pump failed to recognize the cartridge and ejected all the fluid from the cartridge. Testing revealed the force sensor was out of calibration. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.